Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that the small battery drive device continued running during use without pressing the button. However, the doctor didn't remove the battery, but instead tried to turn the machine off using the selector switch. In doing so, his little finger got caught in the drill and injured a tendon. There were no reports of delays in the surgical procedure. There were no reports of medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the initial reported condition of the device running without pressing the trigger was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the following test during pre-repair diagnostic assessment: check function of device. It was noted that additional tests could not be performed. The device passed visual inspection. During the functional assessment, it was found that the device did not run at all. The device was disassembled and it was found that the electronic control unit (ecu) and motor were covered in a blackish substance. The ecu and motor were tested separately, and it was found that the ecu was defective. The most probable cause for the found defect is a combination of improper reprocessing and normal wear over time. The found residue supports the reprocessing issue that caused the defect to the ecu. The instructions for use (IFU) states the following regarding the reported issue that was observed by the user: drive unit is defective: immediately turn mode switch to locked position (off position) or remove the battery casing. Send drive unit to synthes service center. Only place the tool in an upright position when changing attachments or cutting tools intraoperatively. Never immerse the handpiece, batteries, battery casing or attachments in aqueous solutions or in an ultrasonic bath. ¿ do not use pressurized water as this will cause damage to the system. Load washing basket. Please use the specially designed tray for machine washing as supplied by synthes (68.001.610). Follow the loading plan. Ensure that the attachments are positioned in an upright position and fully opened. Ensure that the water can flow off any surfaces. Servicing this system requires regular maintenance service, at least once a year, in order to maintain its functionality. This service has to be performed by the original manufacturer or an authorized site. H4. Device manufacture date: updated accordingly.